Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange procedure, high pacing impedance was observed on the left ventricular (lv) lead. Upon further investigation, the lv lead was found to be torn in half. The physician noted the lead damage was not due to user error. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the lead was ripped into two parts due to procedural damage. The reported event of the lv lead being torn in half was confirmed and the cause was isolated to procedural damage. The reported event of high pacing lead impedance was not confirmed by analysis as lead impedance testing could not be performed due to the condition of the lead. An additional finding of an external insulation abrasion was identified and is unrelated to the reported event. The external insulation abrasion breached ring electrode 3 and the inner coil lumens exposing the inner coil proximal to the suture sleeve tie impression. The ethylene tetrafluoroethylene (etfe) cable coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.